Event description:
It was reported that the stent was placed into the right internal carotid artery (ica) unintentionally. An enroute transcarotid stent was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. The stent was placed into the right ica unintentionally and successfully deployed properly. There was no issue reported with the stent, no report of an adverse event, and no reported intervention.

Manufacturer narrative:
Updated fields: h6: evaluation method codes; evaluation conclusion codes.

Event description:
It was reported that the stent was placed into the right internal carotid artery (ica) unintentionally. An enroute transcarotid stent was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. The stent was placed into the right ica unintentionally and successfully deployed properly. There was no issue reported with the stent, no report of an adverse event, and no reported intervention.